Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Patient reported a right side rupture. Healthcare professional reported "capsular contracture, baker grade iii/IV". Device remains implanted. Manufacturer of the device is unknown.